Event description:
The customer reported that his olympus 4k autoclavable camera head was failing to connect with the processor during preparation for a therapeutic procedure. According to the initial reporter, the intended procedure was completed using a replacement device without any delays or harm to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The unit was failing to successfully make a connection with the processor due to a shortage found in the cabling. It was also noted that the rear cover label was faded. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the cable failure could not be identified. Olympus will continue to monitor field performance for this device.